Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found a system error in the programmer error log. Analysis also found the programmer deltemp thread used up too much of the systems resources which caused the analyzer portion of the system to not respond. Programmer software reconfigured and reloaded to resolve issues. (B)(4).

Event description:
It was reported the programmer was not working. It was also reported that the analyzer stopped working during a case (not during lead testing). It was noted that an error screen appeared causing the programmer to need rebooting. A second / spare programmer was used for the rest of the procedure. The programmer and analyzer were returned for repair. No patient complications were reported as a result of this event.